Event description:
During set-up of the device prior to being used on a pt (age & gender unk) the device did not power-up. Complainant indicated that there was no pt involvement in the reported malfunction.